Event description:
It was reported to boston scientific corporation on october 7, 2009, that a maxforce biliary balloon dilatation catheter device was used during a balloon dilatation procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the balloon was unable to inflate inside the pt. The physician noted that the balloon ruptured when it was removed from the scope. No fragments were detached or fell inside the pt. There was no damage to the packaging of the device. The procedure was completed with another maxforce biliary balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).